Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to lead noise. A crosstalk was also observed on the ventricular channel in addition to lead noise. A chest x-ray and further testing on the lead was recommended. Programming changes were made and the patient will continued to be monitored.